Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). The fse performed a physical inspection of the console and found that the debris shield was damaged. After the shield replacement, the console was tested and work fine, thus confirming the reported event. The malfunction found within the debris shield could have affected the device performance leading to the event experienced by the customer. Therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the console emitted a noise on start up as well as a burning smell during use. Cases were completed and no patient complications.

Event description:
It was reported that the console emitted a noise on start up as well as a burning smell during use. Cases were completed and there was no patient complications reported.